Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and stated the investigation. A supplemental MDR will be sent when the investigation is completed. (B)(4).